Event description:
After iabp for 40 hours, the 8fr. Iab ruptured. On 07/24/2000, the following info was reported: the iab was inserted into the pt in 2000. Two days later after iabp for 40 hours, the iab leaked and the iab was removed. The pt went on to expire a few hours later. Event complications: unknown - reported 06/13/2000 - the pt expired - reported 07/24/2000. Pt's current status: expired - reported 07/24/2000.